Manufacturer narrative:
The reported events were lead dislodgement associated with twiddler syndrome, inappropriate high voltage therapy, loss of capture, undersensing, and oversensing. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood. The measured helix extension length was within specification. The reported events of inappropriate high voltage therapy, loss of capture, undersensing, and oversensing were not confirmed. Visual inspection found signs of compression to the lead insulation at multiple locations consistent with procedural damage. The lead insulation was also noted cut/damaged at one of the locations. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow up in clinic, inappropriate high voltage therapy, loss of capture, undersensing, and oversensing were noted on the right ventricular (rv) lead. Abbott technical support was contacted and a revision procedure was performed. Dislodgement of the rv lead was observed due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event.